Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: it has been reported that the scopes does not transmit a clear imagen, when they are sterilized appear as drops of steam inside the scopes. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be rough handling during sterilization/product transport, or misaligned inner lenses. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was foggy image.